Event description:
It was reported that during a laparoscopic lobectomy, the pouch was torn when the specimen was retrieved. The size of the pouch might have not been enough for the specimen. Another competitive device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4).